Event description:
Davinci xi force bipolar forceps tips broke while inside patient. Surgeon had to squeeze tip together with another instrument and remove trocar in order to remove the instrument. Instrument successfully removed and no adverse outcome to patient because of this.